Event description:
It was reported that the patient experienced recurrent overnight low glucose alerts while using the ilet, in the context of missed or under-announced dinner meals and daytime pre-treatment of perceived lows, with log review indicating lows to 40 mg/dl and highs to 400 mg/dl and use of oral glucose, juice, and peanut butter with crackers for correction. Symptoms included hypoglycemia with alerts but without loss of consciousness or other acute sequelae. Outcomes included no medical intervention, hospitalization, or ketone testing. Investigation included remote data sync, log review, user education on proper meal announcements and hypoglycemia treatment thresholds, and a request for clinical follow-up for a possible algorithm reset. Investigation of this case revealed user-related factors, including inconsistent meal announcements and treatment of glucose values below 100 mg/dl absent urgent low alerts, contributing to nocturnal hypoglycemia, with no device malfunction observed. It was concluded, based on previously established findings for similar reports, that the cause was use error related to meal announcement and hypoglycemia management behaviors.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.